Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was not well apposed and required additional dilation. The lesion being treated was 90% stenotic, calcified, and moderately tortuous. It was located in the distal portion of the mid left anterior descending (lad). Without predilating the lesion, the physician delivered the 2.5x20mm taxus express2 drug eluting stent to the lesion and deployed it at 12 atms. The proximal portion of the stent was not well apposed because the proximal portion of the target lesion was larger. The physician moved the stent delivery balloon to the proximal portion, and inflated the balloon to about 14 atms. However, the stent was still not well apposed. The physician then delivered a non-bsc 2.75x20mm balloon and post-dilated the stent. The physician felt that the stent was longer than 20mm. Using ivus, the physician measure the implanted stent length to be 24mm. The procedure was then completed and the patient condition is reported as good.